Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed; there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to erosion. No patient complications were reported.